Event description:
Evaluation revealed that the force sensor were damaged and review of the pump history revealed multiple "loss of prime" alarms associated with zero force.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed damaged force sensor pins. Review of the pump history revealed several "loss of prime" alarms associated with zero force. The pump could not be primed during evaluation.